Manufacturer narrative:
The company rep tested unit and observed in the fault log, "autofill failure" code 90 (transducer atmospheric calibration failure). Issue with k6 in drive assembly. The company rep replaced the drive assembly (0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the unit displayed a "leak alarm" and could not autofill. The pt was switched to another iabp and therapy was continued. No pt injury was reported.